Event description:
Initial info was received from a consumer on (B)(6) 2012: a (B)(6) female received poly-l-lactic acid (sculptra aesthetic) (lot # and exp date unk) for wrinkles in her cheek lines and laugh lines of the chin about 13-15 months ago. She experienced lumps and swelling in the laugh lines down both sides of the chin. There were several lumps that were visible on both sides of the chin and were about the size of a pea. A few of the lumps were little larger than a pea and some are a little smaller than a pea. She started noticing the lumps about (B)(6) ago. She reported that she may have had two treatments but she is not sure of the dates of the treatments. Her physician injected a steroid, triamcinolone acetonide (kenalog), into the area of the lumps and then possibly an antibiotics. She was also taking an oral antibiotic. Her physician thinks that there may be bacteria in this area. Medical history was provided. Concomitant medications were not provided. No further relevant info reported.